Event description:
It was reported that when the device was used during a whipple procedure, the device fired twice, but would not fire on the 3rd firing. Another device was used to complete the case. It is unknown whether there were patient consequences.